Event description:
Info received indicates the brakes are not holding on the bed.

Manufacturer narrative:
The tech found the brake and steering would not lock securely. He replaced the casters to repair the bed.